Event description:
It was reported that this right atrial (ra) lead exhibited oversensing and undersensing. This ra lead remains in service, however lead replacement was anticipated. No adverse patient effects or interventions were reported at this time. Additional information received reported that this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing and undersensing. This ra lead remains in service, however lead replacement was anticipated. No adverse patient effects or interventions were reported at this time.